Event description:
Additional information was received from the a manufacturer representative (rep) stating they are unsure what was programmed as a di fferent rep went to the appointment. However, rep stated that they generally program around impedances. It was reported that the old implant will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep mentioned pt had impedance issue with contact 15 at 40,000 ohms. The patient had ins replacement scheduled for today. Rep reports that this impedance issue was discovered today. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that this was noted after the original device replacement. The cause was not determined. The patient stated they did have a fall last year. Issue was not resolved with generator replacement. Impedance was still noted. They have determined that it is a lead issue. Leads remain implanted so they will not be returned. The rep will reprogram around the impedance for now.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 10-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 10-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.